Event description:
Clinic notes were received and it was reported that patient is having increase in seizures and battery is at 10-20%. Physician believes it could be due to low battery. Patient has been referred for battery change. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient had a prophylactic battery replacement procedure. Physician has assessed that the increase seizures are due to external factors (not vns), that they are related to illness and hormone fluctuation. The increase is back to pre-vns baseline levels. No other relevant information has been received to date.